Event description:
According to the reporter: the black support piece above the golden ring was released and fell in the pt's cavity. This occurred once the bag was pulled or removed. The piece was identified and removed. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater then 500cc. No delay in surgical time over 30 minutes.

Manufacturer narrative:
(B)(4).